Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed buttons error and had an unresponsive keypad the following day. A battery replacement did not resolve the issue. The blood glucose reading was 223 mg/dl. No significant events leading to the alarm were observed. The customer also noted that the insulin pump alarmed battery out limit. He stated that the up and down buttons began working, but the esc and act buttons did not respond. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, operating currents, self test and off no power test. No battery out limit alarm noted. The unit was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device was received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and cracked lcd window.